Event description:
Healthcare professional reporting rupture and capsular contracture baker grade IV. Device remains implanted. This relates to the left device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.4., a.5., a.6., b.1., b.5., h.6.

Event description:
Healthcare professional reporting rupture and capsular contracture baker grade IV. Later, healthcare professional reported "capsular contracture baker grade iii". Device remains implanted. This relates to the left device.

Manufacturer narrative:
Additional, changed, and/or corrected data: b6.

Event description:
Healthcare professional reporting rupture and capsular contracture baker grade IV. Device remains implanted. This relates to the left device.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, deformation and creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reporting "rupture" confirmed with mammogram and capsular contracture baker grade IV. Later healthcare professional only reported "implant intact" and "capsular contracture baker grade iii". This is for the left side. Device was explanted and replaced.

Manufacturer narrative:
Rupture is unreported as device was found intact.

Event description:
Later healthcare professional only reported "implant intact" and "capsular contracture baker grade iii". This is for the left side. Device was explanted and replaced.